Manufacturer narrative:
Lifescan has requested the return of the subject meter test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch basic meter was giving a "not ok" message. The medical affairs specialist (mas) was unable to contact the patient by telephone to obtain/verify information. The patient tests her blood glucose 4 or more times a day. She takes insulin and makes adjustments to the dosages. The details of her diabetes regimen are not known. The patient indicated that the alleged meter issue started on the day before, at noon. The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. At an unspecified time after the reported issue began, the patient developed symptoms of sweating. It is not known what actions the patient took before and after the symptoms developed. The patient denied receiving medical intervention from a health care provider and was not tested on another device during the time of concern. The reported meter issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged meter issue began.